Event description:
Ous MDR - after an implantation period of approx. 71 months, inappropriate shocks due to lead rupture in 2015 were reported. It was decided to deactivate the therapy and explant the device, but the procedure was intentionally delayed until (B)(6) 2019. After the explantation of the ICD, it was observed that the device was in eos status. The leads were capped and the device was explanted.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the evaluation of the quality documents associated with the manufacture of the lead and the ICD as well as on the inspection of the ICD itself. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. Upon receipt, the ICD interrogation revealed the battery status eos. A number of 59 charging cycles was documented. The amount of charge taken from the battery was verified and found to be normal and as expected. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, however the charging was aborted, indicating a depleted battery. The memory content of the ICD was inspected. The inspection of the available iegms from (B)(6) 2015 confirmed the presence of noise in the right ventricular channel, which led to multiple charging cycles with shock deliveries. Based on the morphology of the noise signals a damage of the lead cannot be excluded. The data indicate a normal and expected functioning of the ICD. In conclusion, the lead under complaint was not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the lead and the ICD. In the available iegms the occurrence of noise with resulting shock deliveries was confirmed. There was no indication of an ICD malfunction. The eos battery status was anticipated.